Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced fiber optic cable to resolve the issue. The system was verified and ready to use. The optic cable has been returned and evaluated by the failure analysis (fa) team. The unit was returned for failure analysis because the blue fiber port was missing, and the reported complaint was replicated. No related error codes were found in logs. During visual inspection, it was observed that the blue port was not present on the cable.

Event description:
It was reported that the blue fiber port on the patient side cart (psc) was damaged as it was pushed into the patient side cart when the user was trying to get the blue fiber cable (bfc) reconnected. The user converted to another dv system to continue with the procedure as planned.